Event description:
It was reported via sus voluntary event report medwatch: mw5147143, that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited reproducible lead noise and r-wave amplitude variation. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147143.